Event description:
Once skull defect was fully dissected, the surgeons plated the bone flap with the universal 3 cranial plating system in preparation to place the bone flap back on the skull. We used screw number 56-15944 and 56-15945 with screwdriver blade 62-15030 to fixate the bone back in place. All of the screws were placed without any issues until the last screw. During the insertion of the last screw, the screw came off of the screw driver and was misplaced. Once the screw was misplaced the surgeons removed the skull flap to look for the screw and then secured the bone flap using the same screws and screwdriver blade that we used in the beginning of the case. No patient harm.